Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed the reported issue. The biomed indicated that the sound was coming from the display speakers and not the black speaker attached to the surveillance station as expected. The customer indicated that the system was installed this way. The issue is considered inadequate installation. The rse guided the customer through the process of configuring the sound through the surveillance speaker to resolve the issue. No further investigation or action is warranted at this time.

Event description:
It was reported that there was no audio from the central station. The device was in use on a patient. There was no report of patient or user harm.